Event description:
Rep reported that after about 5-6 uses and during a procedure the insulation flaked in the open site. The surgeon flushed the site and feels confident that all of the insulation if not most of it was flushed. There was no delay reported and no immediate adverse consequences for the patient.

Manufacturer narrative:
Upon completion of the investigation it was determined that the condition the tips were received is consistent with overheating. It appears that the coating was compromised when the tips were introduced to excessive voltage (over heated) and resulted in coating deficiencies/flaking. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.